Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. An evaluation of the customer provided image was performed and found two devices inside their respective packages. One devices doesn't have the sutures or anchors attached to it and the other device has the suture outside of the device, the anchors are not visible because of the quality of the image. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that during a meniscus repair surgery, the ultra fast-fix failed. The t2 could not be deployed. The procedure was completed using a smith and nephew back up device. It is unknown if there was a surgical delay and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).